Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the safety mechanism made it difficult to retract needle during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that when retracting the needle, it appears to stick and grind.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs for evaluation. Bd received one opened un-retracted unit from item number 383536, lot number 9290563. In addition, three photographs were also submitted which displayed similarities to that of the returned unit. Upon inspection of the unit received, visible damage was not observed. The unit was then inspected to see if a scraping noise was present and if needle retraction was difficult. It was noted that the needle was both difficult to retract and scraping noises were present. The washer was microscopically inspected for burrs and deformation. Burrs were not observed. There was some minor bending observed on the washer which potentially added some extra friction to retraction. The possible misalignment of the washer and the addition of the slight bend could have required the extra force required for retraction. After further dissecting the unit, the needle was sliding smoothly through each part separately. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the misalignment of a component in which caused additional drag of the retraction system. DHR was performed and a related qn was found, (B)(4).

Event description:
It was reported that during use the safety mechanism made it difficult to retract needle during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that when retracting the needle, it appears to stick and grind.